Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set allowed bubbles to pass through the filter. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: update "an extension set" to "an unspecified quantity of extension sets". H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.